Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an unknown low blood glucose (bg) level. No further information was provided. Customer declined to provide further information or undergo troubleshooting regarding the event.